Event description:
It was reported that the customer was in the hospital due to a general check up. The diabetes assistant reported that the basal rate changed without a reason, and the values doubled. The self test was performed and passed. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.